Event description:
Customer reported she was hospitalized for low blood glucose. Customer states she was connected during manual prime and the insulin pump delivered 200.0 units of insulin. Customer stated she was treated in emergency room and released no further details provided at time of call.

Manufacturer narrative:
Unit was unable to prime due to faulty force sensor. Unable to perform the basic occlusion test and occlusion test. No rewind anomaly noted. Unit was programmed with multiple bolus and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No bolus anomaly or bolus history anomaly noted.